Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump monitored for a day. Pump received, with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed, displacement test and self test. Pump passed, off no power test. No low battery alarm, during testing. Pump history download using thds was successful. However, a47 alarms found on the history file, which caused corrupted data. Unable to confirm, the reported event date, due to the corrupted data. A47 alarms are, due to the pump not having power for a long period of time. The following were noted, during visual inspection: cracked case at the reservoir tube window corners, cracked reservoir tube window, broken belt clip slot, broken battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No damage on the c13/lcd isolation tape noted. No charge/battery anomalies noted. No unexpected low battery alarm anomalies noted. Pump monitored for several days and no blank display noted (not confirmed). Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced hyperglycemia. Customer had took too long to replace battery and lost the basal settings. The customer reported, blood glucose values of 16.6 mmol/l. The no alleged device deficiency. The event involved product(s) mmt-554cml. Troubleshooting was performed. Customer mentioned, pump found low battery and bad battery alarms. Customer mentioned, that the during prime process, pump display went blank. And found crack along with chip missing at battery lip. Customer reported, hyperglycemia. Was treated with insulin pen. It was unknown, if the customer was using the insulin pump within 48 hours. And if the auto-mode/smart guard feature was active at the time of high blood glucose event. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-554cml was requested. And the device was returned.